Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient was involved in an automobile accident. Both mammogram and ultrasound indicated the rupture. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2023. D6b explantation month, day, and year: (B)(6) 2023. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-mar-2023, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with a mentor smooth round moderate profile 225cc saline breast prosthesis and a mentor smooth round moderate profile 250cc saline breast prosthesis. On 31-mar-2023, mentor received additional information about the event. It was reported that the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-04149 for the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the breast implant ruptured following a car accident. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 4.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).